Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible once the pod was removed. The patient's blood glucose rose to 24.1 mmol/l (433.8 mg/dl) while wearing the pod on the arm for between 24 and 36 hours. As treatment, an extra shot of insulin was administered.